Event description:
The company was notified of a size 21mm valve explanted after approximately 1.25 years, reportedly due to severe calcification resulting in aortic stenosis. It was replaced with a st jude regent flex 19mm mechanical valve. At the time of the original mitroflow valve implantation, the surgeon indicated that the patient had calcification of the aorta and the native aortic valve. In the (B)(6) 2009, operative report for the explant of the mitroflow valve, the surgeon noted that the suspects that the patient's pre-existing hemochromatosis may have lead to the early degeneration of the device.

Manufacturer narrative:
Device evaluated by manufacturer. The device has been received for evaluation; an evaluation summary was not available at the time of this report. Evaluation: method - a review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacturer and release.